Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported damage in male luer, and returned one photo of a material 2420-0500, no physical sample was available. The photo verifies the complaint of damage, the male luer tip was shortened and did not have a rounded edge as it should. The information was forwarded to the supplier of the male luer. They have no other reported issues if this or a similar kind within the luer's lot. There were 980,000 parts made in the lot, this is the only defect reported. No actions were made to the manufacturing process as the defect rate is part of the residual risk of the process. The root cause for the male luer tip issue could not be found. Device history record review for model 2420-0500 lot number 24053210 was performed. The search showed that a total of 86,403 units in 1 lot number was built on 15may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: the plastic tip broke off on the end that goes into the patient. There wasn¿t an impact to the patient. They just had to hook up another line where the tip was broken inside of that one. Yes, it happened during patient use but the patient was not harmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.